Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a cardiovascular procedure, while performing a running stitch, the thread came dislodged from the suture. Surgeon used another suture to resolve the issue. No patient injury.